Manufacturer narrative:
The voluntary user medwatch number is mw5061910. Although the genesys procedure set was returned, the account is not authorizing boston scientific to perform analysis on the returned product.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00994 for the genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2016-00995 for the genesys hta 115v control unit. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during the initial seal integrity test, the system alarmed and an additional tenaculum was added to the cervix. However, two and a half minutes into ablation, patient complained of feeling heat externally. The physician examined the vagina and found that there was fluid pooling and the procedure was stopped. There was no fluid loss alarm displayed. They waited for the temperature to cool down and then used cool sponges to safely remove the sheath. A burn was noted in the right vaginal wall about the size of a quarter and was immediately treated with silvadene. The degree of the burn was not classified and the patient's condition at the conclusion of the procedure was reported to be fine. Reportedly, the patient went to a burn specialist post procedure and was advised that the burn would heal itself in a few days. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on 24may2016. After completion of hydrothermal ablation and 2 minute cool down, hot fluid was coming from hysteroscope when removed from the endometrial cavity. Resulted in burn of vulva, treated with silvadene.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00994 for the genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2016-00995 for the genesys hta 115v control unit. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during the initial seal integrity test, the system alarmed and an additional tenaculum was added to the cervix. However, two and a half minutes into ablation, patient complained of feeling heat externally. The physician examined the vagina and found that there was fluid pooling and the procedure was stopped. There was no fluid loss alarm displayed. They waited for the temperature to cool down and then used cool sponges to safely remove the sheath. A burn was noted in the right vaginal wall about the size of a quarter and was immediately treated with silvadene. The degree of the burn was not classified and the patient's condition at the conclusion of the procedure was reported to be fine. Reportedly, the patient went to a burn specialist post procedure and was advised that the burn would heal itself in a few days. An additional attempt has been made to obtain follow up event details with no response from the clinician.